Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator went into backup vvi mode after the patient received an MRI scan. It was noted that device was not prepared properly. The device was restored successfully. The patient was in stable condition.